Event description:
It has been reported to philips that system was having problem with wireless footswitch sending commands. The device was outside clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer connected with customer and confirmed that one center switch of wireless pedal does not send any command when pressed. Upon troubleshooting, fse found that the canter metal pedal does not work. The cause of the wireless foot switch failure could not be conclusively determined by the supplier's part analysis. To resolve the issue, philips engineer replaced the wireless footswitch and after replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not related to the connection issue, but it was the canter metal pedal on wireless footswitch that was defective. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.